Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurologic damage and death.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent treatment of a thoracic aortic dissection, zone 2, using gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. After the procedure the patient suffered an embolic cerebrovascular accident (cva). On (B)(6) 2018 the patient expired due to the cva.